Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. Two false positive results were noted. The following information was provided by the initial reporter. The customer stated: it was reported that sst tube shows false positive results on the new troponin test for the past couple of months since switching to a new analyzer. Sst tube shows false positive results on the new troponin test for the past couple of months since switching to a new analyzer.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure erroneous results because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. Two false positive results were noted. The following information was provided by the initial reporter. The customer stated: it was reported that sst tube shows false positive results on the new troponin test for the past couple of months since switching to a new analyzer. 1. Sst tube shows false positive results on the new troponin test for the past couple of months since switching to a new analyzer.